Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom symphony system. It was reported that a male patient passed away during an mr examination of the pelvis. Resuscitation efforts were administered, however, they were unsuccessful. It was later reported that the patient had a pacemaker. At this time there is no information that would reasonably suggest a system malfunction has caused or contributed to the death of the patient. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The system was checked by a siemens service engineer after the incident. All-important system checks were done successfully, siemens warning signs were attached, and no system malfunction was recognizable. There is no information that would suggest the incident was related to a malfunction of the device. The siemens service engineer visited the customer site to check the system's parameters and settings following the incident. The investigation showed that the system software was recently re-installed (2019-08-21) making it impossible to collect any data with respect to the incident. There is no clear information regarding the root cause of patient's death. It can be assumed that the incident was caused due to an issue with the patient's pacemaker in the magnet field of the mr system. Due to the strong magnetic field, particular safety measures have to be adhered to in order to prevent injuries. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of magnetizable objects and implants into the magnetic field is contrary to the statements given in the operating instructions. The magnetom symphony - operating instructions - version syngo mr2004a: section a.2 provides clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. However, the responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. Furthermore, special warning signs are posted at the entrance of the controlled access area (magnet room). It is recommended to always comply with the operating instructions provided to prevent such incidents in the future.